Manufacturer narrative:
Fse onsite checked and confirmed device cannot complete the operational test. Fse suggested customers send the device to workshop for detailed examination. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. The new repair case (B)(4) was created on (B)(6)2023. In case (B)(4) processor pca defective is confirmed.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device cannot complete the operation test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.